Event description:
It was reported that oversensing was observed during stored automated mode switch egms. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.